Event description:
During the vertebroplasty procedure, the bone cement (confidence kit) was opened and prepared. At the time of transferring the product to the application system, significant difficulty was observed, and an increase in viscosity was identified that was incompatible with the appropriate handling phase. In view of the impossibility of using the prepared material, it was discarded according to the guidance of the hospital institution. There was no damage reported by the patient or user. There was no significant delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.